Event description:
Difficulty opening door on pump; pump would not accept infusion order of less than 0.2mg. When priming tubing, pump locked pt; out and did not allow pt to obtain medication through pump for 30 minutes, even though tubing was just primed and dosed entered into pump. No operations manual available to troubleshoot pump. Key to door pump not working effectively. Pump replaced by uhs - second pump same issue. This is an old baxter pump. Returned to uhs, bio-med vendor for evaluation/testing/repair. Outcome pending.